Manufacturer narrative:
Continuation of d11: concomitant product section d information references the main component of the system. Other relevant device(s) are: product ID: 9735225r, lot/serial #: unknown no parts have been received by the manufacturer for evaluation. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a sacroiliac and thoracolumbar procedure. It was reported that the system did not turn on. When transferring an imaging system exam to the navigation system, it did not load and got blocked. Troubleshooting was performed and after a reboot, the system was not able to turn on and on the screen the message ''no signal video'' appeared. The probable cause of the reported issue was that the memory of the system was overloaded. The next step was to replace the central processing unit (cpu). Both imaging and navigation were replaced causing less than an hour delay to the procedure. No reported impact to the patient.

Manufacturer narrative:
H3, h6) the product ID: 9735225r, lot number: 1764004, was returned to the manufacturer for analysis. The computer booted normally to the application screen. The installed programs started and ran normally. There were no boot up issues observed. It was noted the "seatools" reported one bad sector and the computer had a failing hard drive. Previously reported codes, b01, c13, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The system was serviced in the field and the hardware part was replaced. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.